Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable after the patient stopped charging; it is unknown why the patient stopped charging. To address the issue, the ipg was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.